Manufacturer narrative:
Additional information: alot of resistance was noted during withdrawal of the device. An increasing amount of force was required. There was no attempt to remove the dislodged stent from the patient. The stent was expanded with progressively larger up to 3.00mm balloons. The patient did not have any symptoms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: procedural images were provided for review which confirm the presence of lesions in the proximal and mid rca. Pre-dilation of the proximal lesion site can be observed, followed by delivery and deployment of a stent. Pre-dilation of the mid-vessel lesion can be observed, followed by attempted stent delivery. During retraction of the stent through the previously deployed stent and guide catheter the stent can be observed stripping from the balloon. The dislodged stent is then dilated, deploying overlapping the previously deployed stent. Following post-dilation a third and fourth stent are delivered to the mid-vessel lesion and deployed, forming a jacket of stents. Improved vessel patency can be observed following treatment medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was located in the right coronary artery (rca). The stent was not placed at the target lesion. The stent was placed at the same target artery, the rca but at the proximal third, where it was dislodged. The lesion was pre-dilated with two non-medtronic non-compliant balloons. Correction: excessive force was not used during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure involving one onyx trucor drug eluting stent, stent dislodgement occurred during delivery to the lesion. The stent was released from the catheter inside the patient and was not removed, resulting in the stent remaining in the patient. Device inspection prior to use and negative prep were performed with no issues found, and the lesion was pre-dilated. The target lesion had severe tortuosity and difficult anatomy. No further patient complications have been reported as a result of this event.